Event description:
It was reported that the patient was having palpitations visibly on their right side. The patient presented to the clinic, and high out-of-range impedance was detected on the right ventricular (rv) lead. The device was reprogrammed, and the palpitation stopped. The rv lead will continue to be monitored. No adverse health consequences to the patient were reported.

Manufacturer narrative:
Voluntary medwatch mw5147217.